Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had insulin flow blocked alarm during bolus due to which they didn't receive any amount of insulin units and also experienced hypoglycemia with blood glucose level of 20 mg/dl. Customer explained that they showed symptoms of convulsions and weakness. Customer stated the cannula was not bent. Customer stated that insulin exited. The insulin pump will not be returned for analysis.